Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a manufacturer representative (rep). The rep reported that the the ins has not been removed

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a manufacturer representative (rep). The rep reported that they met patient in the office. Their battery was dead and they will be getting a replacement.

Event description:
Additional information was received from a manufacturer representative (rep). The rep reported that they assumed the issue was due to normal battery depletion, however they were not sure.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a consumer and a manufacturer¿s representative regarding a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that the patient took a shower and came back downstairs and sat on the sofa. They said that within 3 minutes, it was as if someone had control of the monitor linked to their implant, and it was evolving on its own. It set them in a fit where they couldn't sit for long, and they had to walk around and stand. When they were sitting, it was stimulating, but it felt like a lead had come off one of the lines. They denied any falls or accidents that could have caused the issue. They had an all-body x-ray last week, but they didn't think that would have caused this issue. The issue was not resolved. The patient was redirected to their healthcare provider to further address the issue. They were looking for batteries to put in the patient programmer, and it was suggested that if they found batteries, they should consider turning off the therapy until they could follow up with the healthcare provider. On august 22, 2024, the manufacturing representative (rep) reported that the patient used the device intermittently and it had been off. When the patient got out of the shower, they noticed a zap that was like painful stimulation and went down their leg. The rep stated that once they were able to connect to the ins with the controller, it showed that the ins was on. The patient turned it off, and the pain subsided. They also mentioned that the patient saw a "call your doctor" icon but didn't know what code. It was reviewed that with most "call your doctor" icons, patients aren't able to bypass them (and therefore, would likely not be able to connect to the ins to see if it was off/on). They stated that the patient fell about a month ago, but imaging was done, and everything looked fine. The rep didn't believe impedances were checked at that time. It was suggested that they meet with the patient and interrogate the ins to see if any messages appear and then interrogate with the clinician programmer and check impedances.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.